Event description:
It is reported that the patient is experiencing pain and possible allergy.

Manufacturer narrative:
Evaluation summary: the products were evaluated for compatibility and found to be compatible. The metals allergy testing results provided indicate that the patient reacted to nickel and molybdenum and appears to be borderline reactive to chromium. The nexgen lps femoral component implanted contains cobalt, chromium and molybdenum. It is likely that the patient's allergy to cobalt, chromium and molybdenum are the cause of the patient's pain; however, this cannot be determined definitively. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.